Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported the aligners not fitting correctly and cutting into their gums causing pain and not able to close their mouth. Provided hh tips to help with pain, fit and cutting. Recommended patient to use small file/emory board to smooth any rough/sharp edges and to update if tips helped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.